Manufacturer narrative:
Per the tandem pump user guide instructions for occlusion alarms "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not address the occlusion alarm. Customer's blood glucose (bg) level was above 500 mg/dl. Subsequently, the customer experienced diabetic ketoacidosis and was hospitalized. Bg was treated with intravenous fluids and insulin as well as antibiotics. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.